Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that exhibited loss of capture and lowered p-wave values. Post implant x-ray showed that the atrial lead had fallen from implant procedure. The lead was explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.